Manufacturer narrative:
Additional information received on february 10th 2025, advising that the event happened during testing, no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a red screen system fault (44510). There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. However, the pump was found to have displayed "system fault" error code in the ehl ten times. The most likely/suspected cause of the customer reported problem was the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.